Manufacturer narrative:
Retainer ring = black customer returned insulin pump for alleged stuck button alarm, pump error 53, and failed battery test found on (B)(6) 2021. Insulin pump passed self test, sleep current measurement, active current measurement and displacement test. All buttons function properly. No failed battery test alarms during testing. No pump error 53 noted during testing. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump was cut open to perform visual inspection and no moisture or physical damage was found on electrical board 1, electrical board 2 or the motor. The j1 connector on electrical board 1 was locked properly during visual inspection. Thus was utilized and downloaded trace/history files properly. The insulin pump history download confirmed pump error 53 due to software error. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history file on (B)(6) 2021 at 12:18:30.000. Insulin pump passed the keypad voltage test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. Device may have had an intermittent failure not detected during our testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), cracked battery tube threads, missing display window cover, faded serial label damage, corroded battery tube, and minor scratches on lcd window. In summary, customer allegation for pump error 53 was confirmed; however, stuck button alarm and failed battery test was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump showed button error alert along with software error alarm. The troubleshooting was performed. Customer can clear the alarm and rewind pump. The insulin pump presented failed battery test alert and customer was oriented about possible causes for the issue. Batteries are new and battery cap or compartment are not damaged, corroded or missing parts. No harm requiring medical intervention was reported. The device will be returned for analysis.